Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up complaining of back and chest pain. No atrial capture was observed. Diagnostic imaging revealed atrial lead perforation. A thoracotomy was performed, the heart was repaired, and the lead was successfully repositioned on (B)(6) 2019. The patient was recovering.